Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 46 mg/dl. The customer was treated in emergency service room. It was reported that the customer alleges pump was over delivering because low blood glucose episodes. The insulin pump will be and reservoir will not be returned for analysis.